Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device.

Event description:
It was reported that the patient experienced infection following initial implant surgery. Patient was hospitalized and required additional visits for drainage/repositioning of stitches. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
H6 impact code, corrected data: a relevant code was inadvertently left off by the initial reporter.